Event description:
It was reported by the customer that on (B)(6) 2011 the fiber cap detached inside of the patient at 26,277 joules. Also, it was reported that the fiber cap was retrieved. No patient injury was reported.